Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure a faradrive steerable sheath clear was selected for use. The sheath drew in air when it was aspirated for the first time. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure a faradrive steerable sheath clear was selected for use. The sheath drew in air when it was aspirated for the first time. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. During preparation for leak testing, an attempt to purge the sheath of air/bubbles was unsuccessful. The device was observed to have a leak from the handle of the sheath. No testing could be performed. Inspection under microscope, observed a tear on the external valve.